Manufacturer narrative:
(B)(4). Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: n/a. Concomitant medical products: item # unk, stem, lot # unk; item # unk, shell, lot # unk; item # unk, liner, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-05229, 0001825034-2018-05230, 0001825034-2018-05232.

Event description:
It was reported that approximately 4-6 weeks post implantation, the patient presented with 1cmx3cm wound demarcation. Patient underwent wound revision with debridement due to superficial distal wound necrosis. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Review of operative notes dated 06 apr 2016 confirm that the patient underwent right hip revision due to superficial distal wound necrosis and non healing wound. Patient returned for follow up appointment where 1cmx3cm wound demarcation was noted. The wound was debrided superficially without complication. No wound cultures obtained or reported. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.